Manufacturer narrative:
The device history record for the lot reported was evaluated and no issues were observed. The product was manufactured, inspected and released in compliance with procedures. Dr. Did not explant the valve and is not available for evaluation. Dr. (B)(6) will let the patient heal and then address the partial occlusion. The IFU was reviewed and tube occlusion is a known complication and adverse reaction.

Event description:
Tube ultimately partially occluded with iris, and iop normalized at 17. Dr. (B)(6) intends to let the patient heal, and then address the partial occlusion. This patient's pre-op iop was 40-50, and doctor believes the dramatic post-operative pressure drop may have contributed to his flat chamber. Flat chamber 3 helon injections.